Event description:
It was reported to depuy acromed that a timx pedicle screw broke into two pieces at the screw shaft. According to the complainant, the patient complained of pain (after a possible fall in the kitchen). A follow-up x-ray revealed that the screw was broken. In 2002, the broken screw and other instrumentation was removed and larger screws were implanted. There were no other adverse consequences to the patient. A dimensional analysis was performed and the screw conformed to specifications. A material assessment test was performed using the scanning electron microscope and the screw conformed to material specifications for titanium. The most likely cause of the event is excessive forces placed on the screw due to the patient's fall. The original screw had been implanted for 8 months. No further action is required.